Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll (B)(4) for evaluation. A historical review of complaints does not identify a trend and it has been added to trend analysis. A visual inspection of the system was performed and found that the front enclosure was cracked. This type of physical damage observed during visual inspection is unrelated to the customer's reported complaint. No additional visual issues were observed. A review of the archive was performed and found user advisory (ua) 16 (timeout moving to take-up position) to have occurred on the reported event date of (B)(6) 2016, thus confirming the customer's reported complaint. The platform failed functional testing due to user advisory 16 (timeout moving to take-up position) message displayed within a first compression, thus confirming the reported complaint. Further investigation found the brake gap had seized cause the reported ua 16. The brake gap was freed and cleaned with alcohol to remedy the ua16. Following service, the stiff drive shaft symptom was observed. However, the stiff drive shaft symptom is unrelated to the reported complaint. The clutch plate was required to be deburred to remedy the stiff drive shaft. Additionally, the cracked front enclosure was also replaced. The platform was run for 30 minutes, and no user advisory or fault occurred. In summary, the customer's reported complaint of autopulse platform displaying ua 16 was confirmed during archive review and functional testing. The root cause for ua 16 was due to the brake gap seizing up. Freeing and cleaning the brake remedied the ua 16. The platform passed all final testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform ((B)(4)) displayed align patient message. The customer pressed the continue button and the platform displayed user advisory (ua) 16 (timeout moving to take-up position) error message. The platform was restarted but the ua16 error message could not be cleared. No patient involved during this event. No other information was provided.